Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 15 mmol/l. The customer disconnected and reconnected the reservoir and infusion set. It was stated that the insulin did exit and the customer was able to rewind/run a manual prime. The customer was advised that the alarm was caused by an occlusion in the set/reservoir. The insulin pump is working as designed and the customer will continue using the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.